Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error, prime anomaly and beep anomaly. The customer's blood glucose was unknown at the time of incident. The customer was stated that the buttons needed to pressed harder and multiple times to respond. The insulin pump was also not able to push out the insulin. The insulin pump also started beeping randomly with no alarm. Troubleshooting was not performed and the device will not return for analysis.